Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a temperature alarm that was unable to be cleared. The pump had not been exposed to extreme temperatures. The customer's blood glucose level was not impacted. Reportedly, the customer would obtain alternate therapy, and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.